Manufacturer narrative:
(B)(4). The device has not been returned for investigation. The device history review for the product visistat 35w 6/box lot# 73e2100241 investigation did not show issues related to the complaint.

Event description:
25 mar 2022, staples were loose from the device prior to the patient.